Event description:
Customer reported of being sick and being hospitalized. Customer requested assistance in setting temp basal due to being very sick and not wanting to go to sleep with low blood glucose. Customer's blood glucose was 94 mg/dl. It was not verified if hospitalization was caused by serious injury. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.